Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient who was receiving 2000 mcg/ml baclofen at 1134.8 mcg/day via an implantable pump for intractable spasticity. It was reported that the patient was unresponsive and in critical care in the hospital on (B)(6) 2017. The rep was asked to read the pump and there were no alarms or issues. The pump was last refilled on (B)(6) 2017 and there was no dose change at that refill or since then. It was also noted the pump was programmed for flex dosing. It was not known if the patient was taking other medications and it was not known if they were doing any other medical interventions. They were unsure at the time if there was a device issue, patient/therapy issue, or procedure issue. Actions or interventions performed were unknown and it was unknown if the issue was resolved. No further issues were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the physician was concerned the patient was still having problems with lethargy and would like to know what other tests could be done. No further issues were reported.